Event description:
The manufacturer became aware of an allegation that an end user developed a noise while using an dreamstation auto CPAP . The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged that an end user developed a noise related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected evidence of sound abatement foam degradation/ breakdown was observed in this device, high pitched sound during therapy, both sides of the blower box had foam that looked like they had moisture, black particles contamination on the bottom enclosure was consistent with degraded sound abatement foam. Unknown white dust¿like contamination was on top of the blower motor and the blower motor seal, unknown white dust¿like contamination and tiny black (inconsistent with foam degradation) hair/ fibers observed on bottom enclosure. There are potential dried liquid spots on the bottom of the blower motor indicating potential water ingress. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer concludes and confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam and was able to confirm the complaint of noise but cannot address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Manufacturer narrative:
Please disregard previous recall number as it is non uno report. Box h is being updated in this report.

Manufacturer narrative:
Section h is updated in this report.